Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had flow issues. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h11. B5: it was further reported that an unspecified quantity of blood sets had "flow issues" due to the inability to spike the non-baxter platelet/blood product bags. The tubing was described as too short and not sharp enough to pierce the bag for administration. Should additional relevant information become available, a supplemental report will be submitted.